Event description:
The customer reported the ventilator had an electrical smell and went vent inop. The unit was not in use at the time of the reported problem. The customer did not know if the ventilator alarmed at the time of reported problem. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech verified the customer reported problem of an electrical smell, but could not duplicate the vent inop condition. The service tech replaced the exhalation motor controller board.